Manufacturer narrative:
Continuation of medical devices: lnq11 implantable monitor implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was further reported the dislodgement resulted in high thresholds and high impedance on the ra lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.